Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been experiencing high blood glucose. The customer stated she woke up with blood glucose of 362 mg/dl, she treated with the insulin pump and then checked and it went to 361 and then 445 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing had no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. The insulin pump passed the high pressure test. Customer declined to check the settings. Last blood glucose was 419 mg/dl; she treated with the insulin pump. She stated she called the doctor and was waiting on a call back.